Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 472 mg/dl at the time of incident. Customer reports entering multiple blood glucose within at least 45 minutes but system does not transition to delivering auto basal. Customer declined to review information regarding auto mode feature. The insulin pump will not be returned for analysis.